Manufacturer narrative:
This event occurred in (B)(6). The field service representative readjusted the ultrasonic mixer (usm), performed calibrations and performance checks with acceptable results. Digoxin is sensitive to neighbor cell mixing caused by a misadjusted usm. After the adjustments, the module is running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable dig digoxin results for 1 patient sample on a cobas 6000 c501 module. The initial result was 0.8 ng/ml. The repeated result was 0.49 ng/ml. Due to the discrepancy, the sample was repeated twice on a different c501 analyzer. The results were both 0.3 ng/ml. The result of 0.3 ng/ml was considered to be correct and was reported outside of the laboratory. On (B)(6) 2020 the sample was repeated again after calibration and the result was 0.01 ng/ml. The reagent lot number is 492386. The expiration date was requested, but not provided.